Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no infusion output during surgery (silicone removal surgery) and could not proceed with surgery normally. The surgery was completed on the same day after replacing the product with another one (delaying the entire surgery by 10 minutes). There was no impact to the patient.